Manufacturer narrative:
This supplemental report is being submitted to provide additional information to h7/h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d5, e1, e2, e3, e4, g2 and a correction to g3 of the previous medwatch report. The correct g3 aware date of the previous medwatch report is june, 11, 2025. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the broken probe could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat probe broke off and the broken probe was not returned with the device. There was no patient involvement.